Manufacturer narrative:
Additional information was received that the device was not working in a way that the patient developed new right side pain areas. The new pains were believed to be as a result of over usage of the right side. The patient underwent an ipg replacement procedure only. Replacement was physician's preference, no device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's scs device was not working. The patient will undergo an ipg and lead revision procedure.

Event description:
A report was received that the patient's scs device was not working. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #:(B)(4) description: linear st lead, 70cm model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's scs device was not working. The patient will undergo an ipg and lead revision procedure.